Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the lens was in the capsular bag, however, the haptic was displaced. The lens was exchanged with the same model and power in a second surgical procedure. The event resolved with the exchange procedure. In a follow-up, the event resolved with treatment (lens exchange).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be verified. Solution is dried on the lens. Optic damage was observed. The product met dimensional specifications. Product history records were reviewed and the documentation indicated the product met release criteria. File info provided indicated the use of an approved cartridge. The handpiece indicated was a handpiece which is not compatible with the cartridge. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause of haptic issue could not be determined; however, the lens was damaged. The lens met dimensional specifications. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013.